Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure when the sheath was flushed once the sheath was introduced into the patient groin, air aspiration was noted from the 3-way stopcock. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure when the sheath was flushed once the sheath was introduced into the patient groin, air aspiration was noted from the 3-way stopcock. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.